Event description:
The pt was admitted for surgical removal of a ruptured silicone breast implant (left). The right breast implant was removed due to the age of the implant and the capsular contracture.